Event description:
On (B)(6) 2012, the reporter called animas alleging that the up, down and ok keypad buttons have been responding poorly for the last 2 months. They take really hard pushing to induce a response. The pump is worn under a garment against the body, wiped clean with a paper towel, and a protective lens film is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: contamination under button contacts, inverted button springback, button contact defects. Testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the buttons will engage. The buttons are sticking and are hypersensitive/scrolling in response to button presses. There was no visible damage on the keypad. Removed keypad cover to check condition of the button contacts and contamination was present under the contacts of all buttons. The down arrow and ok button contacts are noted to be inverted and do not spring back when pressed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.